Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: health impact. Visual examination of the provided pictures identified fracture of the device, lot could not be confirmed from the provided pictures. No further evaluation can be made. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. This complaint can be confirmed based on the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of the femoral impactor instrument fractured. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.